Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. Visual inspection identified no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, with no out of range measurements or interruptions in therapy output, however, a high current drain was detected. The battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the premature battery depletion identified during laboratory analysis. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited oversensing resulting in storage of an untreated episode. Upon review of episode, it was noted that patient had an abrupt change in rate and morphology that was noted to be challenging from a sensing perspective. The rhythm spontaneously converted on its own. Technical services (ts) discussed that the reported clinical observations appeared to be patient related/physiologic with no programming changes warranted at the time. Additional information was received that the device was later explanted and replaced for reported normal battery depletion. No adverse patient effects were reported. The product has been received for analysis.